Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they brought the patient to the emergency room due to high blood glucose (bg) on (B)(6) 2013 without symptoms. The patient was no treated at the hospital. The patient was treated with a bolus via the pump and bg came back to target and then discharged to home. The hospital staff told the reporter that there must have been a defect with previous infusion set as everything is working fine since they changed out site. The reporter stated that the site/set/cartridge was changed on (B)(6) 2013. The reporter stated that the patient also experienced low bgs of 1.8mmol/l with feeling sick and dizzy. The patient self treated with four glucose tablets. The reporter stated that they felt the pump needs adjusting. The reporter also stated that there is no way for them to review what bg values are being put into the pump when delivering advances boluses, they stated they don¿t feel the patient was putting the correct value in causing bg excursions. This report is being reported due to the bg excursion the patient experienced due to misentering bg values in the pump.

Manufacturer narrative:
The following information was inadvertently omitted from previous report: the pump history revealed that the patient did not complete the fill cannula step when theye changed the cart/site/set on 10/18/2013.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (misentering bg values in the pump).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: last basal delivery was on (B)(6) 2014 at 4:16pm. Information from the reported event date of (B)(6) 2013 is overwritten, no evidence of ¿loss of prime¿ is observed. The total daily dose added up and equaled the programmed basal rate. The pump powers ¿on¿ and displays ¿verify¿ screen. Force sensor calibration reading is within specifications. ¿ez-prime¿ steps were performed and the pump was exercised for 24 hour with no interruption. The pump passed a delivery accuracy test. The device performs within specifications. The pump's cover was removed, no intermittent condition was found to the force sensor circuit. The complaint was confirmed in the pump history but not duplicated during the investigation. The display lens was found to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.